Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer (nurse) reported for patient via phone from hospital for high blood glucose. Customer blood glucose was unknown. The customer from hospital called in to see if we could replace patient¿s pump. The insulin pump will not be returned for analysis.